Manufacturer narrative:
This report is submitted on march 04, 2024.

Event description:
Per the clinic, the patient was administered with oral antibiotics (specific date and duration not reported) due to a swelling over the implant side subsequent to sustaining head trauma.